Event description:
On (B)(6) 2022, a t2 distributor relayed a customer complaint of two clinical false positive results using the t2bacteria panel.

Manufacturer narrative:
T2 biosystems' distributor (italy) relayed a customer complaint that the t2bacteria panel resulted in two positive pseudomonas aeruginosa results on negative clinical samples after being run on t2dx instrument (B)(4). After multiple inquiries by t2 biosystems, the customer refused to provide details associated with the complaint including the reference assay that classified the false positive outcomes, patient details, or any impact to treatment. This is the second of two discrepant results. Specific run data was transferred to t2 biosystems for review/evaluation and a field service engineer (fse) was dispatched to the clinic on 20 july 2022; the t2bacteria panel and associated blood samples were discarded after use. The collective findings suggested an instrument failure (miscalibration) of the two instrument drawers where the false positive results were obtained, as well as non-optimal pump performance. The fse recalibrated and decontaminated the t2dx instrument during the 20 july 2022 visit. T2bacteria controls were run successfully and the system was released back to the customer.